Event description:
Five surgical fibers were returned from a distributor with no information regarding reported failure modes or issues. No additional information was available. There was no report of pt injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to be broken proximal to the fiber/cap fusion zone, beneath the metal cap; the fiber proximal to the fracture was found to rotate independently of the metal cap. Damage at the distal end of the flow tube, detritus on the metal cap and devitrification at the output window were also observed. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of device issues was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure. Reference: 2937094-2013-00906, 00908, 00909. Four of the fibers returned were reportable. The fifth fiber was not reportable.